Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results with returned strips (qc range 2.6 - 4.0 inr): qc 1: 3.3 inr, qc 2: 3.2 inr. Testing results with retention strips (qc range 2.6 - 4.0 inr): qc 3: 3.3 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the result of 3.8 inr alleged by the customer was not observed. The only results in the meter for the date in question were 3.4 inr and 3.3 inr. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 5:30 pm, the laboratory result was 2.5 inr. The reagent used was requested but was not known. At 5:50 pm, the meter results were 3.8 inr and 3.5 inr. The laboratory result was believed to be correct. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no diet change, no illness, and no bleeding or bruising. The customer recently started an anti-inflammatory medication that could interfere with his inr results so his coumadin is being adjusted as needed. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.